Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated sodium results were obtained on patient samples on an atellica ch 930 analyzer. The customer replaced the integrated multisensor technology (imt) sensor on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and found that the imt diluent bottle was completely empty even though imt consumable inventory screen showed 43% remaining for imt diluent. Additionally, the cse observed that the diluent probe was blocked with rubber. The cse cleared blockage and replaced the imt diluent. Then, the cse primed diluent, ran imt auto check, and ran quality control (qc), which recovered within range. Siemens further investigated the issue and determined that insufficient imt diluent was onboard at the time of the event, which resulted in improper imt dilution of patient samples. Siemens also concluded that the discrepancy between the imt diluent volume displayed in the software and actual imt diluent available in the analyzer is due to improper replacement of the imt diluent by the customer and the imt diluent inventory not being reset. Insufficient imt diluent potentially contributed to the erroneous sodium results. The analyzer is performing within specifications. No further evaluation of the analyzer is needed.

Event description:
Falsely elevated sodium results were obtained for four patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica ch 930 analyzer and the repeat results recovered lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium results.